Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute onyx coronary drug eluting stent, stent deformation occurred in vivo during positioning and advancement. The target lesion was located in the distal cx artery which exhibited severe calcification with 80-90% stenosis in the proximal and 95% stenosis in the middle third. The left coronary artery trunk was long, bifurcated with a 70% lesion in the distal third. The anterior descendant (ad) artery presented stents involving the proximal and middle thirds, with intimal hyperplasia of 30%. The diagonal branch artery exhibited 90% proximal stenosis. The right coronary artery (rca) was occluded after its origin and the left internal mammary artery was occluded at its origin. Two non-medtronic guidewires were used in the distal cx (circumflex) distal ad (anterior descending) arteries. An attempt to position a balloon in the cx was unsuccessful. A telescope guide extension catheter was positioned and a 2.0 x8 mm balloon was advanced with sequential pre-dilations along the cx at 14 atm. An attempt to position a non-medtronic stent in the cx was unsuccessful. Sequential pre-dilations were made along the cx with a second balloon at 14 atm. Another attempt was made to position the non-medtronic stent in the cx, however this was unsuccessful resulting in damage to the stent. A new non-medtronic guidewire was used in the cx to increase support an attempt was made to position the resolute onyx stent, however this was unsuccessful. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.